Manufacturer narrative:
A visual evaluation found no deformation to either device. A functional evaluation found that the button valve could be lifted when the decompression connector of the feeding tube was placed through the proximal opening and seated inside the button. A tight connection between the feeding tube connector and button device was also found. A second functional evaluation with the connector seated inside the button using a syringe found that air could be injected and suctioned through the two connected devices without issue. The returned unit was not consistent with the complaint incident that suction could not be performed for decompression. During the evaluation the button valve was found to be opened by the decompression connector when the connector of the feeding tube was inserted into the button device. Another evaluation found that air could be passed into and suctioned of the connected devices without issue. Therefore, the most probable root cause is not confirmed. A lot history search was performed and found no other complaints against lot number 12885320. (B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was placed approximately one month prior to the event. (The exact procedure date is unknown.) According to the complainant, post procedure on (B)(6), 2010, the decompression tube would not decompress the stomach ,feeding and suction activities could not be performed. The procedure was completed with another device, (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was placed approximately one month prior to the event. (The exact procedure date is unknown.) According to the complainant, post procedure on (B)(6), 2010, the decompression tube would not decompress the stomach, feeding and suction activities could not be performed. The procedure was completed with another device, (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Exact patient's age is unknown however over 18 years old. (B)(6) - decompression, feeding and suction not working. Completed with a different device. (B)(4).